Manufacturer narrative:
The initial reported event of patient sustaining physical injuries, including inappropriate therapies and severe emotional distress due to ¿defective¿/fractured lead, and that the lead was explanted and replaced were previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30-day report. Product event summary: medtronic conducted an investigation based upon all received information. The following complaint(s) were investigated: it was reported that: there was an apparent lead fracture. This complaint was confirmed based on the actual device. The most likely root cause was traced to a component failure. There was other/more information available. There was not enough information to make any determination based on the actual device. The most likely root cause was not established. There was an alleged malfunction nor further defined. This complaint was confirmed based on the actual device. The most likely root cause was traced to a component failure. The device ventricular tachyarrhythmia therapy was an unwanted/unexpected shock. There was not enough information to make any determination based on the actual device. The most likely root cause was not established. There was mental anguish. There was not enough information to make any determination based on the actual device. The most likely root cause was not established. Product analysis occurred. The primary analysis finding was: the distal conductor of the lead developed a fracture due to flexing while in vivo. Further action was not required because an existing corrective action or investigation is applicable. Should new information become available the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2009: a lawsuit alleged that the patient has sustained and will continue to sustain severe physical injuries, including inappropriate therapies, severe emotional distress, and economic and consequential damages due to the 'defective'/fractured implanted lead.